Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l48428, implanted: (B)(6) 1997, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: , UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid (unknown concentrations and dosages) via an implantable infusion pump for non-malignant pain. It was reported that after the patient's last refill about two weeks prior to (B)(6) 2018, the patient began to experience a gradual increase in pain. It was as if the pump was not delivering any medication for 5-6 hours and the patient was in excruciating pain. Then, it was like the patient received a bolus and had warmth flow throughout her whole body, with the warmth starting at the center of the spine where the catheter was. This covered the pain for a while, and then the patient gradually went back to the excruciating pain for another 5-6 hours. The patient's husband was concerned that the issue may be catheter related since the catheter was 20 years old at the time of the report. It was reported that the healthcare provider (hcp) interrogated the pump "last week" prior to (B)(6) 2018 and said that everything was working fine and as it was programmed. Per the patient's husband, the hcp told the device manufacturer representative that he did not implant the catheter, so he will not check it. No further complications were reported.